Event description:
The end user alleges both pads fell off his legrests while he was driviing the unit resulting in injury. The end user sustained fractures to both of his ankles.

Manufacturer narrative:
Device evaluation anticipated upon receipt of unit. Cannot draw any conclusions at this time.